Event description:
Tech preping scope to assist physician with next stage of endoscopic retrograde cholangiopancreatography (ercp) procedure and noticed the device was broken. Wire appeared to be cut and loose. Device was immediately removed and replaced. No further incidents during procedure, no harm to patient.